Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an unspecified display screen issue. No additional information could be obtained. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/18/2015 with the following findings: during investigation, the pump powered on and displayed verify screen. The display was found to be clear and legible. Evaluation revealed that the display lens was scratched. Unrelated to the complaint, the audio bolus button was found to be torn/punctured. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.